Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided, except for patient photographs. Furthermore user facility reported in incident form that the patient was treated by steroid tac cream and would not suffer permanent impairment. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional reviewed the provided treatment settings and patient skin type data concluding the settings were aggressive based on common medical practice, device training, and device labeling. The healthcare professional concluded that aggressive treatment settings, incorrect skin typing and no test patch prior to treatment to be the contributory causes of the reported events. A review of device label states: warning - perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure. Test spot prior to treatment to determine the maximal tolerated dose for untanned skin types I-IV, wait at least 15-30 minutes after the test spot to observe tissue reaction. For skin types v-vi and acceptable tanned skin, wait at least 48-72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment. While the information received to date does not confirm that injury required medical intervention to preclude permanent impairment, the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained burn of unknown severity to the bikini area following treatment with lumenis lightsheer desire laser. No report of serious injury has been received except for the initial report from the user facility.